Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a motor error alarm during a basal. Customer's blood glucose was 206 mg/dl. She stated she was able to complete the rewind sequence on her insulin pump, but it was going very slow. The customer could not recall any significant events leading to the alarm. The customer also reported a failed battery test alarm. It was found there was no damage to the battery compartment of the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.